Event description:
It was reported the stretcher is intermittently lowering abruptly when pressing the down button resulting in startling the patients and crew. No injuries have been reported and no specific patient incident was cited.

Event description:
It was reported the stretcher is intermittently lowering abruptly when pressing the down button resulting in startling the patients and crew. No injuries have been reported and no specific patient incident was cited.

Manufacturer narrative:
The end user has not made the subject stretcher available for evaluation. They are conducting their own internal troubleshooting and will advise what their decision was with the stretcher. To date, the end user has not requested further evaluation or repair of the subject stretcher.